Event description:
The customer reported via phone call that the insulin pump had a button issue. The customer¿s blood glucose level was unknown at the time of the incident. Customer was advised to observe time clock for one minute to verify if time advances and they stated that the time was advances. Customer also mentioned no delivery alarm and motor error alarm. Customer was able to rewind the insulin pump. Customer was able to clear the successfully alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.